Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f swartz braided introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air was aspirated when removing air through the side port. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.